Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014 due to battery depletion. The generator was received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the vns patient¿s parent that the patient was experiencing an increase in seizures. The generator has about 30% battery life remaining. The patient was referred for generator revision. Surgery is likely but has not taken place. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of the programming history.